Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the implantable pulse generator (ipg) would no longer take a charge or connect to a remote control and clinician's programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.